Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead was explanted due to chronic lead dislodgement and a recent increase in need for atrial lead. Additionally, the right ventricular (rv) lead came out in the process of removing the ra lead. A new lead was implanted. No additional adverse patient effects were reported. No leads will be returned.